Event description:
During review of the programming history available to the manufacturer, it was found that a diagnostics test performed on (B)(6) 2006 likely faulted and resulted in a change in the patient's intended settings. A final interrogation was not performed. The incorrect programmed settings were not completely corrected until several visits later on (B)(6) 2007. No adverse events have been reported as a result of the change in settings.

Manufacturer narrative:
Analysis of programming history.